Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated at seven days follow up check, site has less redness, less swelling patient reported still has drainage notices approximately once a day, describes drainage as clear with a little bit of dark red blood, drainage comes out of outer edge of incision only. Site appears to be a slight opening. Physician commented site, looking better. Patient instructed to keep taking the clindamycin for 30 days and to see pacemaker clinic for site check at next office visit. At sixteen days follow up check, healing well, slight opening on outer edge with some stitch material visible on the incision line. Patent reported drainage clear but blood tinged. Changed clindamycin due to complaint of loose stools. At twenty-two days, spouse called to report diarrhea from clindamycin. Physician stopped clindamycin and instructed patient to call if diarrhea persists for more than 3 days. At approximately 30 days follow up check, site recheck no redness or swelling. Physician removed two stitches from the incision that were protruding. Patient instructed to call if any changes. At 3 month follow up check, infection resolved.